Event description:
The customer reported that the teeth of the zipper are opening when he tries to open the zipper. There was no pt injury reported.

Manufacturer narrative:
The product was not returned for eval. The customer did not provide the serial number for the canopy. No further investigation could be performed. (B)(4).